Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted, for an unknown reason. A new rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. This explanted lead has been returned; however, no patient consent form has been received. Per section 72 (6) of the medical device implementation act (mpdg the germany implementation for european MDR, outlines a legal requirement for the manufacture of a medical device to obtain written patient consent form before the manufacture accepts the return of a patient owned device for technical analysis. Additional information was received, indicating that the physician is unable to obtain a patient consent from. The physician advised this lead was explanted due to patient condition, exit block with normal impedance measurements.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted, for an unknown reason. A new rv lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The explanted rv lead is expected to be returned for analysis.